Event description:
I had essure contraceptive device surgically implanted on (B)(6) 2010. The device caused me many health issues including hemorrhoids, insomnia, pelvic pain, migraines, urinary frequency. The pelvic pain began 5 years ago and has been intermittent, which led to being admitted on (B)(6) 2019 for laparoscopic bilateral salpingectomy with essure removal. FDA safety report ID# (B)(4).